Manufacturer narrative:
It was later reported that the patient's system was tested with a commanded shock with a shock impedance of 42 ohms. Multiple tests were run with impedances around 40 ohms. The physician elected to check this device weekly through latitude. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Resolution has been requested from the field, however, nothing further has yet been received. Should additional information become available this event will be updated.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an out-of-range shock impedance on this defibrillation lead. No adverse patient effects were reported.

Event description:
It was later reported that noise was also present on the shock channel. This noise could be reproduced with isometrics. Technical services discussed further troubleshooting.